Event description:
Information received from the field notes that during an office check, the device could not be interrogated and although the device was pacing at 80 ppm, there was only intermittent capture. The patient's ventricular escape rhythm was between 34 bpm and 40 bpm.